Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation and the customer's complaint could not be confirmed. An attempt to have the device returned for evaluation and investigation was unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.